Manufacturer narrative:
Several attempts were made to obtain further information with no response to date. Evaluation summary: samples were not expected to be returned for evaluation. The affiliate does not expect to receive any further details on the events. The system history shows that the laser was verified successfully prior and after the time range of treatments (B)(6) 2014 (no date of treatments were provided). Log files review could not be performed, because no dates of treatment were provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer's acceptance criteria. There is no indication the device caused or contributed to the reported over-correction. The root cause could not be identified conclusively, because the log file could not be reviewed and due to the limited data available on the treatments. (B)(4).

Event description:
A customer reported overcorrection on patients who underwent photo refractive keratectomy (prk) procedures. This event was reported by several surgeons who performed the procedures during (B)(6) 2014. Several attempts were made to obtain further information with no response to date. This is one of four medical device reports being filed for this facility.